Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative urine hcg pregnancy test results. A female patient (B)(6) collected a urine sample in mid afternoon. The patient came to the clinic knowing she was pregnant after using a home pregnancy test (brand unknown). By ultrasound she was (B)(6) pregnant with fetus moving. The test line on the urine cassette was very faint at 5 minutes. The test was originally run using a different lot with the same result. Caller stated that patient was healthy with no clinical symptoms or medications. Last menstrual period unknown.